Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report numbers: 3003418325-2022-00019. 1121308-2022-00097. 3003418325-2022-00020. A facility reported that on (B)(6) 2022, duragen suturable + duraseal was used in an unspecified surgery and on (B)(6) 2022, the surgeon requested for re-intervention as patient presented with cerebrospinal fluid (csf) fistula. They considered removing and cleaning to place a new duragen suturable + duraseal. The second surgery was scheduled on (B)(6) 2022 where duragen suturable + duraseal was used again. On (B)(6) 2022, the surgeon reported that the patient presented with csf fistula again and said surgeon requested re-intervention, considering not using integra products. There was an unspecified delay in surgery.

Manufacturer narrative:
Correction: d4 (lot number was incorrectly reported as serial # in initial MDR). Duragen suturable dural regeneration template 3 (durs3391) was not returned for evaluation; as per customer, it was discarded in surgery. However, investigation of retained samples was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis - eight (8) retained sample units were visually inspected and no anomaly was observed in product or packaging appearance. Root cause - a root cause determination is not possible at this time, and a scientific affairs assessment is not possible due to the limited information provided in the complaint. Additional information was requested to further evaluate the reported event, but no response has been received. In addition, the retained samples evaluation was satisfactory; no anomaly was observed in product or packaging appearance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a